Event description:
It was reported that ¿neuromodulation MRI safety status¿ brochure contains different information from scs MRI guidelines on page 12 when it comes to the topic of coil restrictions. Synopsis brochure says ¿no restrictions¿, while the formal scs labeling does list some restrictions.

Manufacturer narrative:
(B)(4).